Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50 serial #: (B)(4) description: linear st lead, 50cm model #: sc-2218-70 serial #: (B)(4) description: linear st lead, 70cm.

Event description:
A report was received that the patient had infection at the battery site. Symptoms of puss and swelling were noted. The physician believed that the infection was not device related and the cause of infection was unknown. Antibiotics were prescribed and the patient underwent a revision procedure. No device malfunction was suspected. The patient was doing well postoperatively.